Event description:
(B)(4). Initial info was reported by a physician to a sales rep on (B)(6) 2009: a pt of an unk age and gender was injected with poly-l-lactic acid [sculptra] (lot# and exp date not provided) on an unspecified date two yrs ago for an unspecified indication. The physician reports about one year after injection, the pt developed nodules. The physician states he thinks the nodules developed because of improper reconstitution and that not enough cc's of water was used. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk,) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.